Manufacturer narrative:
It appeared that manufacturing steps were followed, however based on the observed device malfunction, a manufacturing defect appears to be the cause. No injury or complications occurred.

Event description:
The vascade was selected for closure and prepped. The device was inserted into the sheath and the disc was deployed. The sheath was removed and temporary hemostasis was achieved. At this point the doctor, inserted the key into the lock and retracted the black sleeve. It was then observed that the distal outer sleeve had separated from the joiner and was covering the collagen preventing the collagen from being deployed. The doctor de-deployed the device and removed the entire device. The staff reverted to manual compression to achieve final hemostasis. No injury or complications noted.